Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The blood glucose level was 378 mg/dl. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.